Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate load was performed.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 10, the implant did not achieve osseointegration. Clinician reports mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 10, the implant did not achieve osseointegration. Clinician reports mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.